Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading is in 20's range. Hospital treated with IV with dextrose. Customer also has addison's disease. Customer stated that she had a low blood glucose reading and ignored it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.